Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had black marks inside the barrel.

Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter had black marks inside the barrel.

Manufacturer narrative:
H.6. Investigation summary: DHR was not conducted for this investigation because a lot number was not provided for this lot. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.